Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling in injected knee {joint swelling], pain in injected knee [arthralgia], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a pharmacist regarding a (B)(6) female patient, initials (B)(6), whose relevant medical history included previous synvisc therapy 10 years ago. The patient received the first injection of her most recent course of synvisc therapy in the left knee on (B)(6) 2009, after which she experienced swelling in the injected knee. The patient received her second synvisc injection in the left knee on (B)(6) 2009, after which she experienced pain and swelling for which she had to go to the hospital. At the hospital, the knee was drained and the patient was given a shot of cortisone and an antibiotic. The patient was told that the fluid contained bacteria. The patient did not want to get the third synvisc injection. The pharmacist assessed the relation of the events to synvisc as definite. As of the date of receipt of this report, the patient outcome was unknown. No further information was provided.